Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report that on an unspecified date, the patient was admitted to the hospital with a diagnosis of dka. Prior to admission, the patient obtained an elevated blood glucose reading, result not provided, and then a low reading of 34 mg/dl. The patient was later taken to the hospital and admitted. The reporter was unable to provide any specific details about the patient's status, symptoms, technique, treatment or blood glucose readings prior to this event. No troubleshooting could be done on the pump, as it was not functioning due to moisture under the display screen. The patient allegedly was admitted to the hospital in dka while using the reported pump, therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a flow accuracy test was unable to be performed due to internal moisture damage found inside the pump. Unrelated to the complaint, moisture was found in the display lens; the pump was able to boot up with the appropriate audible and vibratory sounds but the display screen was blank. Also unrelated to the complaint, the audio bolus button was leaking and detached. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.